Manufacturer narrative:
On 09/15/2020, skytron received complaint #: (B)(4) submitted by thompson medical equipment, a skytron authorized representative, which stated they had been called by the facility when a monitor detached from the boom in room 2 and was hanging by the video cabling. The representative visited the facility the same day and reported that the bolt that holds the black monitor bracket that connects to the mounting base plate that bolts to the vst (vertical support tube) pulled out the threads and detached. The authorized representative repaired the bracket following instruction provided by the manufacturer. Upon review of this event, the manufacturer, ihb operations conducted a risk assessment and concluded a field correction using a repair kit is recommended for this model of the bracket. Skytron and ihb operations will follow the requirements of part 806 for the field correction. Additionally, the design of this bracket has been revised to a new model.

Event description:
The mount pulled loose and staff caught it before monitor hit the floor.